Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via reduced intrinsic amplitudes. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.